Manufacturer narrative:
Other applicable components are:product ID 3889-28 lot# va0fw05 serial# implanted: (B)(6)2014 explanted: (B)(6) 2017. Product type lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that the patient had a full revision. It was indicated that the healthcare professional (hcp) had informed the rep that the patient was complaining of a loss of therapy after another physician reprogramed their device in january. The patient claimed to have pain on the right side of their vagina and upon x-ray it was discovered that the lead was placed on s2, so the lead was revised and placed in s3 on the same side. It was indicated that it was unknown if there were any environmental, external, or patient factors that contributed to the issue and that reprogramming was conducted to try and resolve the issue. Additional information was received from the manufacturer representative (rep). The rep reported that one lead was explanted on the day of surgery and a new lead was placed into s3. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Manufacturer representative reported they were unsure which of the leads were placed in s2. No further information reported.